Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging esophageal cancer. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
H3 other text: device not returned to manufactuer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging esophageal cancer. Medical intervention was not specified. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. During the evaluation secondary findings was observed. Dust is observed. There was 16 error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated.